Manufacturer narrative:
Sc1-cap locked in place properly during testing. Thump software was utilized and uploaded trace/history files properly. The adapt tool was utilized to search for any pump error 130 alarms that may have occurred in the past or around the time of the customer¿s call. The adapt tool revealed that pump error 130 was found on 11/27/2025 13:53:06.000 through 11/28/2025 10:44:16.000, with several alarms noted. Line=602 file=121. Per software engineering log investigation, pump error 130 was due to magnetic field hall sensor error. No pump error 130 was noted during testing. During testing, pump error 37 was displayed after attempting to rewind unit. Unit failed rewind test. Unable to perform displacement test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to persistent pump error 37 during rewind. Proceeded by cutting unit open and performing a visual inspection of connectors and electronic stack. Corrosion was noted on the motor home switch, causing the persistent pump error 37. Isolate to motor and electronic assembly. The following cosmetic damages were noted: scratched case and pillowing keypad overlay. In conclusion, customer allegations for pump error 130 were confirmed when pump error 130 alarms were noted in download history review. Additionally, pump error 37 was displayed during rewind, causing unit to fail rewind test. Pump error 37 was caused by corroded motor home switch. Due to corrosion found, isolate to electronic and motor assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 130(this alarm is generated when the insulin pump detects movement in hall sensor counts that are unexpected since the insulin pump did not command motor movement). The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed. The customer was able to clear the error and was not able to rewind the pump. No harm requiring medical intervention was reported. Mmt-1886 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.